Manufacturer narrative:
Biosese webster inc. Received additional information about the patient and event. It was reported the hemostatic valve separation occurred during the use of the device. The unidirectional valve had split (confirmed by looking longitudinally down the sheath). The valve had likely split into to pieces, not into several pieces. About 20 ml of backflow venous blood was observed through the valve. No interventions were required to stop the bleed. Patient¿s hemodynamics was not compromised. No air entered the patient¿s body. The physician believed the issue occurred due to a faulty product and not caused by the operator. On 1/28/2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4) correction: it was noticed the patient age was incorrectly reported as a n 83-year-old in section b5. Event description of the 3500a initial medwatch report (MDR). The patient¿s age was reported to be approximately early 40s, however, exact age was not provided. The patient weight was reported to be 83 kgs.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that an (B)(6) year-old male patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported that during the procedure, the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was inserted into the inferior vena cava (ivc) and venous blood was noted in the hemostatic valve was oozing retrogradely. Visualization through the valve was done, and a small hole was noticed. The sheath was removed and replaced. The procedure could be successfully completed with no patient consequences. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since there¿s no indication that patient¿s hemodynamics was compromised or that any intervention was required to stop the bleed, this will not be considered a patient adverse event but a product malfunction for ¿hemostatic valve separation¿ since it is most likely that the flowback bleed occurred due to a malfunctioning/dislodged valve. Should more information become available, it will be reviewed and processed accordingly.

Manufacturer narrative:
It was reported that an 83-year-old male patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported that during the procedure, the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was inserted into the inferior vena cava (ivc) and venous blood was noted in the hemostatic valve was oozing retrogradely. Visualization through the valve was done, and a small hole was noticed. The sheath was removed and replaced. Patient¿s hemodynamics was not compromised. No air entered the patient¿s body. The procedure could be successfully completed with no patient consequences. Device evaluation details: the device evaluation has been completed. A visual inspection was performed to the device and it was found that the hemostatic valve is dislodged inside the hub of the device. The issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed and no internal action related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure, however, this cannot be conclusively determined. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. Due to the conditions observed in the hemostatic valve, an internal corrective action has been open to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).